Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, inflammation was noted at the patient's pocket site due to infection. The device was explanted and the patient was treated with antibiotic therapy. The patient was stable and will continue to be monitored.